Manufacturer narrative:
D10 concomitant products: sigadaptxl, sig power sigadaptxl linear xl adapter (sn: (B)(6)); egia60amt, egia60amt egia 60 artic med thick sulu (lot#p4h1015); sigpshell, sig power sigpshell control shell (lot#n4e2105y). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during gastroplasty bypass, powered stapler fired the load but the blade did not retract nor open the load. The load opening button also did not work. The surgeon tried the retraction key to open the load, but that did not work either. The load remained stuck on the patient's tissue, this resulted to an hour prolonged surgery time. As a resolution, the shell was replaced and several staples were used around the stuck load to release the tissue.

Manufacturer narrative:
Additional information: g3, h3, h6. H3: evaluation summary: medtronic conducted an investigation based upon all information received. The device was not returned, but a photo was available for evaluation. A visual inspection of the returned photos noted that the first returned photo contained a laparoscopic view of two 60mm reloads clamped on tissue. The left-most reload was noted to have a fully advanced I-beam. The right-most reload was noted that have an I-beam that was only partially advanced, beyond the 6cm cut mark. The second returned image contained an external view of the surgery. There were two ports inserted into the right side of the patient. A signia adapter was noted to be inserted into the left port. There was no signia clamshell or handle connected to the adapter. A signia adapter was also noted to be inserted into the right port; however, a signia clamshell and handle were connected to this adapter. The handle was noted to be displaying the firing force indicator. It was reported that during the gastroplasty bypass powered stapler fired the load but the blade did not retract nor open the load. The load opening button also did not work. The surgeon tried the retraction key to open the load, but that did not work either. The load remained stuck on the patient's tissue, this resulted to an hour prolonged surgery time. The reported issue could not be confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Correction: b5, h6 this event has been found to be a duplicate of a previously reported event documented under rr# 1219930-2025-00520. All additional I nformation pertaining to this event will be communicated under the original regulatory report 1219930-2025-00520. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Duplicate of pe (B)(4).